Event description:
It was reported that this implantable cardioverter defibrillators (ICD) was explanted due to due to unknown reasons after being active for less than a year. No additional patient adverse effects were reported. It is unknown if this device will be returned.